Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 211.9 mcg/day) via an implanted pump. The hcp reported that around a year and a half ago the patient had a flipped pump and went through withdrawals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.